Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia, rose fever and sepsis. The patient developed an infection at the infusion site (arm) while wearing the pod between 25 and 36 hours. The patient¿s blood glucose levels rose above 25 mmol/l (450 mg/dl) and their ketones measured 1.5 mmol/l at this time. The patient attempted to bring their blood glucose levels down by administering a bolus of insulin, however this was unsuccessful. Reported symptoms include redness at the infusion site, fever and vomiting. The patient was transported in an ambulance to the hospital, where they were then admitted. When the pod was removed from the patient, an infection at the site was discovered and the patient was found to have developed rose fever and sepsis. The patient was treated with unspecified intravenous antibiotics and the infection was drained. The patient was discharged after approximately 3 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.